Event description:
It was reported that a pump malfunction alert appeared in tandem source, and caller confirmed pump showed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if any malfunction alert occurred again.